Event description:
It was reported that during a chest exam the stel cable on the wall bucky broke. The bucky then fell to its mechanical hard stop. This was due to a broken steel cable. There was no reported injury. A third party maintains this system.